Event description:
The initial reporter stated that the pump was under infusing. They stated that the pump was set to deliver 235 ml at 170 ml/hr and that when the pump alarmed dose done, there was still about half of the formula left in the bag. They did not say how much formula was added to the bag or how long the infusion ran before it alarmed. Mmdg did not follow up with the initial reporter because they had already stated that they had no additional information. They did report that the patient did not experience any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
The device was returned to mmd for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, it did under infuse, however, not at a rate the mmd would consider reportable. Based on this information, no MDR would have been required.

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was under infusing. They stated that the pump was set to deliver 235 ml at 170 ml/hr and that when the pump alarmed dose done, there was still about half of the formula left in the bag. They did not say how much formula was added to the bag or how long the infusion ran before it alarmed. Mmdg did not follow up with the initial reporter because they had already stated that they had no additional information. They did report that the patient did not experience any adverse effects due to the complaint. [(B)(6)]